Event description:
There was also low impedance on monopolar contact 3 pre revision. The extension and adaptor were explanted and discarded. After implanting a new extension the low impedance was resolved, and there was no more high impedance associated with contact 1. Although contact 0 still had high impedance in the range of 10,000-12,000 ohms. It was noted that lead integrity was not evaluated. The patient was programmed with contact 3 and was doing well..

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3389 serial# unknown implanted: (B)(6) 2021 product type lead product ID neu_unknown_ext lot# serial# unknown product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 64002, serial# unknown, implanted: asku explanted: (B)(6) 2021 product type adapter product ID 3389, serial# unknown implanted: 2021-09-09, explanted: n/a product type lead product ID neu_unknown_ext, serial# unknown implanted: asku explanted: 2021-10-06 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , UDI#: (B)(4); product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: (B)(4).

Event description:
It was reported that there were high impedances on all contacts except for contact 2 after the ins replacement. Before the replacement, all of the impedances were normal. The patient has not displayed symptoms since programming with contact 2 was able to delivery effective therapy. No factors were known to have led or contributed to the issue. The patient switched off the ins due to unpleasant stimulation related to high impedance. Surgical revision was planned to resolve the issue.